Event description:
It was reported the pt was implanted with a durom us acetabular component on unk date. Currently, the pt is being monitored due to high cobalt levels. Revision surgery is planned. Since the implantation date was not reported, this case will be treated as one of the cases for which zimmer implemented a notification in july 2008.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot number were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be / is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. Zimmer's ref number of this file is (B)(4).